Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and left ventricle (lv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.